Manufacturer narrative:
We are awaiting additional details regarding the incident and will submit the follow-up report once the evaluation is completed.

Event description:
Physician was treating a renal lesion. He placed the stent over the wire and pushed it through the sheath. When the stent came into view all he could see was the balloon. The stent had slid off the balloon and was inside the sheath. The physician removed the stent all as one piece and used another stent for the procedure successfully.